Event description:
Additional information received indicating that the alleged insulation damage was not observed visually or by diagnostic imaging.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.